Event description:
A hospital in (B)(6) reported that the inspiratory limb of an rt205 adult breathing circuit had high resistance when measured before patient use.

Manufacturer narrative:
(B)(4). The rt205 adult inspiratory-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the inspiratory heated limb of the complaint rt205 breathing circuit was returned to fisher & paykel healthcare (B)(4) for inspection. The electrical resistance of the inspiratory heater wire was tested using a calibrated multimeter. Results: visual inspection revealed that no damage was observed to the complaint device. Electrical resistance testing showed that the inspiratory limb heater wire resistance was within specification. A lot check revealed no other complaints for the lot number provided. Conclusion: the customer had reported that they measured the resistance of the inspiratory limb heater wire at between 17.9 and 18.0 ohms. The required resistance for this limb is between (B)(4). When measured, the resistance of the complaint inspiratory heater wire was 17.5 ohms. The product was thus within specification. Resistance tests and visual inspection are performed on all breathing circuits during production and those that fail are rejected.